Event description:
A customer contacted stryker to report that the therapy cable of their device was broken. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.